Event description:
It was reported that the patient had expired. Possible blood clot was suspected. No further information available at this time.

Manufacturer narrative:
A partial connector portion of the lead was returned in one piece measuring 4.2 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.